Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed a non-sustained right ventricular alert for noise on the right ventricular lead. No changes or intervention were reported. The asymptomatic patient was in stable condition.

Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.